Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for change out, the left ventricular lead exhibited high thresholds. The lead was explanted and replaced successfully. The patient's condition was stable before during and after the procedure. The patient would continue to be monitored. The lead would not be returned as it was discarded.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Final analysis found no anomalies.